Event description:
It was reported that balloon detachment occurred requiring additional intervention. A patient with peripheral arterial disease (pad) presented with right heel and shin ulcers and underwent a right lower extremity (rle) peripheral intervention requiring three access sites: eft radial, right pedal, and right common femoral artery (rcfa) antegrade access. Post intravascular lithotripsy (ivl) of the distal rcfa and proximal right superficial femoral artery (rsfa) via left radial access, the target lesion was noted to be mildly tortuous and moderately calcified. The physician decided to place an antegrade sheath rcfa once rsfa was open to complete the intervention. A 5.0 mm x 100 mm x 135 cm (4f) sterling balloon was placed in the rsfa and inflate while accessing rcfa antegrade with a micropuncture wire and sheath, puncturing the balloon with the micropuncture equipment. The balloon was then withdrawn from the radial access site through the antegrade rcfa access. However, upon removal from the body, it was noted that approximately 40 mm of the 100 mm balloon was still on the shaft, and the distal radiopaque marker was noted in distal to mid rsfa. The physician secured the retained balloon material to the vessel wall using two non-boston scientific bare-metal self-expanding stents. The procedure was then completed with intervention on the right popliteal and right anterior tibial arteries via rcfa and right pedal access sites. There were no patient complications as a result of this event, and the patient is expected to fully recover.